Manufacturer narrative:
"Material #: 364314 lot/batch #: 1029960. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Bd did not receive samples or photographs from the customer in support of this complaint. However, 10 retained samples were visually inspected, and no scale mark printing defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd preset¿ arterial blood collection syringe was missing a scale marking. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "when opened the package, it found that the abd had no syringe scale marking."